Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead displayed a loss of capture (loc) and undersensing. An x-ray was performed, and did not reveal a dislodgement. It was suspected, however, there was a microdislodgement. This patient had a cough, which might have contributed to the microdislodgement. The decision was made to reposition the lead. This patient remains in the hospital until the revision can take place. The associated pacemaker was reprogrammed, and consistent capture and appropriate sensing were observed. Intermittent capture and undersensing were again observed, however, when repositioning the patient in the bed. Implanting a longer lead was suggested due to the size of the patient. There were no adverse patient effects reported. Subsequently, additional information was received that a revision procedure was performed. The decision was made to explant and replace this rv lead with a longer (65 cm) competitor lead. This rv lead could not be repositioned due to having been pinched underneath the clavicle. All measurements were stable and normal with the competitor lead.

Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequently, this rv lead was returned to boston scientific for laboratory analysis. Upon receipt in our post market quality assurance laboratory, visual observation indicated a complete lead was returned. There was dried blood/body fluid in the helix housing. This lead passed the continuity test with manipulation. The helix mechanism test did not pass most likely due to the dried blood/body fluid. The initial allegations were not confirmed through analysis.